Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height (hh) cubie drawer had failed and was missing from the medication application configuration. A field service engineer (fse) replaced the hh cubie bus module controller board, reseated the row board cable connections, and all cubie trays and pockets which resolved the issue. The fse performed testing, all pockets, and the drawer were successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a device not detected on bus error occurred. The customer rebooted the device; however, the issue persisted and the system was still unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.